Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and cracked case. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Insulin pump was able to clear the alarm and able to complete rewind the insulin pump. Drive support cap appears are normal. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.